Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple mdrs were filed for this event (reference 0001825034-2017-01890, 01846, 01852).

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that one patient experienced sciatic nerve palsy post implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.